Manufacturer narrative:
The unit was received with a completely broken off reservoir tube lip noted; product was tested with a test p-cap, and the test p-cap did not lock in to place. Unable to perform displacement test due to damaged reservoir tube lip. Minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer called to report that the reservoir tube lip was cracked and was being held together with tape to prevent the reservoir from popping out. The customer's blood glucose reading was 16.3 mmol/l. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.